Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that received unit, note that the 8015 was not delivering medication. Passed pm checks. Ran 8015 with no issues. Verified functionality to be within tolerance and rts. No further information was provided.